Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient changed the infusion set early because it came off due to sweating event on (B)(6) 2025. No further information available.